Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The returned batteries were observably damaged. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2016 to report hearing a strange gurgle then a pop from her purely yours breast pump base as she was pumping in her car on the morning of (B)(6) 2016. She stopped pumping, opened the battery compartment door and found leaking battery fluid from the batteries inside the compartment. The customer did not come in contact with the leaking battery fluid, so no injury or burn was reported.